Event description:
Rn reports the IV tubing infusing ns (normal saline) at 65cc/hour came apart at the filter site. The problem was found when the patient's bed became saturated with IV fluid. The tubing was replaced, no further issues.====================== manufacturer response for outlook safety infusion system IV set, ultrasite======================issuing return kit for evaluation purposes